Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The repairs have not begun, and the completion of the evaluation is pending. If additional information becomes available, a supplemental report will be filed.